Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete. It should be noted: customer additionally reported the meter was not calibrated correctly. Multiple attempts have been made to gather additional information about this medical event without success.

Event description:
Customer reported receiving a reading of 12 mg/dl on her freestyle blood glucose meter, that was higher than she felt. She also reported taking insulin, feeling weak, losing consciousness and having a seizure. Customer's daughter called paramedics who received a reading of 24 mg/dl on an unknown brand of meter. Customer was given juice and transported to a local hospital where she was diagnosed with hypoglycemia.